Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-33, lot# va0me03, implanted: (B)(6) 2014, product type: lead.

Event description:
The healthcare provider (hcp) reported that the patient's system was removed so she could have mris. An x-ray was taken and it appeared that there was a four centimeter portion of the lead that remained implanted. The lead was broken, fractured, or damaged. The date of the event was (B)(6) 2016. It was unknown if the patient recovered completely after removal. There were no associated symptoms. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.